Event description:
On (B)(6) 2022 a patient underwent an extreme lateral interbody fixation procedure. During the procedure while removing tissue from the disc space the upper distal biting jaw fractured off. All pieces were retrieved without injury or adverse consequences to the patient.

Manufacturer narrative:
The device was returned on (B)(6) 2022 and the complaint was confirmed. Evaluation of the returned device identified excessive wear fatigue, manufacturing review identified the device was release into the field in january of 2015 and is considered the root cause no additional investigation required. Label review: "do not implant the instruments: complications to the patient may include, but are not limited to: breakage of the device, which could make necessary removal difficult or sometimes impossible, with possible consequences of late infection and migration. Breakage could cause injury to the patient. Physical injury that may result from the disassembly of multi-component instruments occurring during surgery. Injury that may result from instrument breakage, slippage, misuse, or mishandling." "Pre-operative warnings: do not use these instruments for any action for which it was not intended such as hammering, prying, or lifting. The instruments should be treated as any precision instrument and should be carefully placed on trays, cleaned after each use, and stored, according to generally accepted hospital methods and practices. The instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury."